Event description:
It was reported that during an unk procedure, the handle was broken after closing on the tissue. It was not reported how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 05/28/2009. Firing and clamping mechanism. Evaluation summary: the analysis results found that the atg45 device was received with the firing and clamping mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and yoke teeth were found broken. While no conclusion could be reach on what caused the firing and closing mechanisms to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.